Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical devices: item# 110017104/ g7 finned 4 hole shell / lot # 6746444; item # 010000811/ g7 hi-wall arcomxl lnr /lot # 6744972. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports 0001825034 -2021 -01106, 0001825034 -2021 -01105.

Event description:
It was reported that during an initial procedure, the surgeon was unable to insert the polyethylene liner into the acetabular cup. The surgeon then tried a backup liner and it was also unsuccessful. The g7 acetabular cup was replaced with a mallory head acetabular cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 visual examination of the returned product/provided pictures identified liner 6744972 has scuffing near the scallop location but no further damage to the device. Liner 6617746 locking feature has visible shaving. There was no visible damage to the returned shell. The shell and liners were returned separate and no attempt was made to combine them in the lab. Provided video shows attempted insertion of both liners into shell, liners did not seat properly in shell. The video was not taken during the surgery. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.